Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed functional testing, however the device had intermittent buttons responds due to corroded keypad traces. No button error alarms noted. Traces of moisture were noted at the motor assemblies per visual inspection. The device had broken battery tube threads, broken belt clip slot, minor scratched lcd window, and stripped battery cap coin slot.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 138 mg/dl. The customers was asked if he recalls any significant events lead in to the alarm and said nothing that he recalled. The patient was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per heathcare provider instructions.